Event description:
Customer reported via phone, the customer has been experiencing high blood glucose over the past couple of days. Customer's blood glucose was over 400 mg/dl, treated with a bolus and current was 125 mg/dl. She didn't experience any symptoms. Troubleshooting was performed and no anomalies were noted. Customer declined high pressure test. Customer was advised to insure no air bubbles are in the reservoir or tubing when she changed the reservoir, infusion set, and insulin. She was also informed to call back if issues persisted. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).